Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 1/23/2017. The fse verified low pressure 101 error--its occurs during cold boot after the as the system is doing the initialization fluidics process. Replaced the inlet & outlet check valves and primed the system. The fse performed cold boot power upp (as prior) and allowed the system to run all the way to stand by(no error 101 occurs now). The customer precision and patient samples with acceptable results. Customer ran tosoh hba1c controls and achieved passing results. The repair was completed. There was no further action required by field service. The most probable cause of the reported event was fault or failure of the inlet check valve.

Event description:
On (B)(6) 2017 a customer reported low pressure error 101 and occasional rack error 705 and 704 with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.